Manufacturer narrative:
This complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A photo of the device was submitted from the field. The photo revealed the bottom jaw was completely broken off, confirming this complaint. This type of jaw failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws, resulting in shearing of the pins and eventually causing the jaw break. However, a definitive root cause for this device failure cannot be determined because the complaint device was not returned for evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed two other dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Device not returned; photo provided.

Event description:
Our sales rep reported via phone that the bottom jaw of the customer's expressew iii suture passer without hook fell off into the patient during a rotator cuff procedure. The surgeon removed the broken jaw from the patient, and used another like device to complete the procedure with a twenty minute delay. The sales rep, who was present for the procedure, stated there were no adverse patient consequences resulting from the jaw falling into the patient and it's removal from the patient. The complaint device is being returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. The expressew was returned in two pieces, and an expressew needle was also returned. Visual inspection revealed the bottom jaw was completely broken at the location of the jaw-to shaft pin, confirming this complaint. The jaw to shaft pin was visible in its space through the upper jaw but was out of alignment with the shaft, protruding on one end. This type of jaw failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws and eventually causes the jaw to break. Additionally, this device is about 4.5 years old and has potentially seen heavy use in the field. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed two other dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Our sales rep reported via phone that the bottom jaw of the customer's expressew iii suture passer without hook fell off into the patient during a rotator cuff procedure. The surgeon removed the broken jaw from the patient, and used another like device to complete the procedure with a twenty minute delay.the sales rep, who was present for the procedure, stated there were no adverse patient consequences resulting from the jaw falling into the patient and it's removal from the patient. The complaint device is being returned for evaluation.